Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the lite meter freestyle passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for¿freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle lite strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "first week of (B)(6) 2022". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An ¿errc-1 and errc-3¿ error message was reported with the adc blood glucose meter. A customer reported receiving an "error-1¿ message and upon applying the sample, an ¿error-3" message was encountered. The customer further reported being unable to self-treat due to unspecified symptoms and the customer¿s mother presented the customer to a hospital. A healthcare professional insulin shot and IV fluids (type/dose unknown) for the diagnosis of hyperglycemia. Note; during troubleshooting, it was noted that the customer is using incorrect testing technique. There was no report of death or permanent injury associated with this event.